Event description:
It was reported that the pt experienced sound quality issues. External equipment was exchanged and programming adjustments were done, however the problem was not resolved. Testing conducted confirmed that the device was functioning properly. Surgery to explant and reimplant the pt's cochlear implant was suggested.